Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that a patient was hospitalized due to a head injury and underwent therapeutic ivtm treatment for fever management. The patient's temperature prior to ivtm therapy was unknown. The solex 7 catheter was inserted into the patient's right subclavian by an experienced physician during the night shift. The catheter insertion was smooth. There was no separate catheter used for the central line. The catheter was placed prophylactically and ivtm was not immediately started as the patient was not yet febrile. The following day, the solex 7 catheter was connected by the morning shift nurse into the start-up kit (suk) and ivtm therapy was started. After an unspecified time into ivtm therapy, the attending nurse reported fluid loss from the saline bag and noticed that saline throughout the ivtm system was pink-tinged. The nurse discontinued ivtm therapy and due to the day shift physician not being able to have time to replace the catheter, the nurse decided to provide the patient with blankets as an adjunctive temperature management. At an unspecified time later, the solex 7 catheter was subsequently removed from the patient. The dwell time of the solex 7 catheter was approximately 12 hours. No visual observation of leak was reported on the catheter, suk or saline bag. No physical signs of leak observed on the floor or on the patient's bed. There was no alarm observed on the console. No known patient impact or consequence reported. No further information was provided.

Manufacturer narrative:
The report of catheter leak was confirmed during functional testing of the returned solex 7 catheter (lot # 68834). Visual inspection of the catheter upon receipt revealed no visual discrepancies or issues. All lumens flushed as intended and no leaks were observed during flushing. The catheter was functionally tested and a pinhole leak was observed on the distal end of the balloon after connecting to an inflation device pressurized up to 35 psi. No abnormalities were observed on the catheter which may have contributed to the symptoms for the pinhole leak. During manufacturing, all solex 7 catheters are 100% inspected for leaks. Thus, it is likely to be a latent defect (e.g., a microscopic gel particle) in the balloon that may have eventually led to a pinhole leak. All balloons go through a thorough inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This included destructive testing to verify burst strength.